Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a right thoracotomy procedure. At the first usage of the device, when the stapler is being fired with the cartridge, the sound was heard. After the sound the firing was completed. Smooth and formation staple line was not occurred and the blood was seen at the staple line. Suture stitch was used. The current status of the patient is okay / fine. The patient is still in the service at the hospital.